Event description:
Covidien received information stating that an 840 ventilator experienced a loss of communication between the graphic user interface (gui) and the breath delivery unit (bdu). The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and replaced the gui central processing unit (cpu) printed circuit board (pcb) and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed. (B)(4)